Manufacturer narrative:
The reported event of header discoloration was confirmed. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received.

Event description:
During device preparation for the initial implant procedure, the header of the device was noted to be cloudy. The physician elected to use another device for the implant procedure. The patient was in stable condition.